Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 to (B)(6) 2018. The customer blood glucose level was 306 mg/dl at the time of incident and the current blood glucose level was unknown. Customers other blood glucose value was 187 mg/dl. The customer experienced symptoms such as thirsty. Customer stated the auto mode feature was not active. Customer reports they did contact their health care professional regarding the high blood glucose. The customer was treated with manual injection. Customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer decline to test on insulin pump and or continue troubleshoot. The device will not be returned for analysis.